Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Device investigation determined component causality to be excessive motor bearing wear with shaft end play, black material around the bearing, wear on the outer gearbox bearing, broken/disintegrated bearing cage, and severe wear on the encoder board caused by the motor bearing's excessive axial play that caused the magnet wheel to touch the encoder board. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.